Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device partially fired. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#p3h1217); unegiatri, unknown egia tri staple (lot#unknown); egiauxl, egiauxl endogia ultra univ xl stapler (lot#p4b0882); egia60amt, egia60amt egia 60 artic med thick sulu (lot#n2f0742y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a sleeve gastrectomy procedure, while trying to fire the third reload, the device fired with a loss of grasp on the stomach, and the tissue was pushed rather than cut. The loose staples were removed, and a new purple 60-millimeter reload was used. However, there was partial stapling and no division at the distal part of the segment. Again, loose staples were removed, and further dissection of the stomach was performed medially to create free space for further stapling, ensuring the tissue was free of loose staples. The tissue did not appear thicker than average. A second handle was then used with a new purple reload. The new stapler malfunctioned again, this time dividing the tissue without delivering staples on the left side of the gastric pouch. This resulted in a two-centimeter opening of the stomach on the upper part of the gastric remnant. To complete the case, a new handle and reload were used. It was noted that the surgical procedure was extended for 30 minutes due to the issue.